Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately six years post port removal via the right internal jugular vein, the catheter allegedly found to be cracked. There was no reported patient injury.

Event description:
It was reported that six years one month twenty nine days post port placement via the right internal jugular vein, the catheter allegedly found to be cracked upon removal. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was returned for evaluation. Gross, microsocpic evaluation and functional testing were performed. The investigation is confirmed for the reported fracture issue as a partial compound break was noted to the catheter approximately 6.8cm from the distal end of the cath-lock. Furthermore, the edges of the partial compound break were observed to be smooth and sharp. Also, both break surfaces of the partial compound break were noted to be smooth and granular. Upon infusion, leaking was noted from the partial compound break. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, g3, h6 (method) h11: h6 (result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.